Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the pump was not delivering insulin as intended resulting in an elevated blood glucose level that ranged from 168-412 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units during the load fill tubing process, and observed a small amount of insulin exiting from the end of the cartridge tubing. Reportedly, the cartridge and infusion set were changed to address the issue; however, the customer reverted to manual injections for insulin therapy.